Event description:
A male pt was implanted with a zero-p on (B)(6) 2011. During a f/u visit on (B)(6) 2012, the surgeon observed a non-union. Surgeon currently plans to revise pt but has not scheduled the revision. This report is #5 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.